Event description:
The reporter indicated that when using instromedix's old life science receiving center (model 5112-24) and transmitters (models 9431 and 9531), erroneous pulse width measurements were received with the relay/marathon family of pulse generators. This behavior was seen with competitive pacers nor older models of intermedics' pacers. The measured pulse width values were randomly different from the actual pulse width values. There is no pt info available.